Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were needle fragments removed in the same operation? Removed does looking for needle fragments cause any additional tissue damage?no. What is the patient's current condition?the current situation is good. What is the needle size used?40mm. Are more than half of the stitches left in the patient?no. Patient status?good. Date of event and surgery?cesareansection/unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure in (B)(6) 2022 and suture was used. During the procedure, it was reported that the needle broke when sewing in the surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.